Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. One device was found to be affected by a missing retaining clip. One device was found to be affected by a piece missing from the handle. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. One reported event had no patient involvement; no patient impact. One reported event had no information available from the facility regarding patient involvement or patient impact.